Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer blood glucose level was over 600 mg/dl at the time of hospitalization. The customer was treated with insulin drip for high blood glucose at hospital. Customer's mother stated sometimes sensor was bleeding and they also calibration not accepted, sensor updating and change sensor alert. The customer stated that the symptoms related to high blood glucose such as nausea, dehydration and vomiting. Customer's mother reported that the insulin pump was not on auto mode at the time of incident. Troubleshooting was declined. The device will be not returned for analysis.